Event description:
Pt sustained a left femur fracture as the result of falling down a flight of stairs. Surgeon was drilling for proximal locking screw placement and was erroneously given a 3.8mm drill bit instead of the 5.3mm drill bit that was needed for that screw. The 3.8mm drill bit did not line up with the holes in the nail and the tip of the drill broke off within the substance of the bone. Drill bit remains in pt. Surgeon was unable to remove the broken piece.